Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the implant was defective. The surgery was completed on same day by using another backup implant. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
Corrected information was provided in h.3., and h.6. (On initial MDR the FDA eval codes of b21, c21 and d16 was an error, hence removed). The manufacturer internal reference number is: (B)(4).